Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A question raised from customer (B)(6). They would like to know if we have changed anything in our deliveries, packaging or manufacturing the last six months. The reason for the question is that they have had a large number of infections on patients at ortoped operation in (B)(6). They are to a great extent using expedium 6.35. They have to do everything they can to find out the reason for this and they are of course not suspecting that we would be the "quilty ones" but they would need some answers. Note late, re-entered due to incorrect franchise entered for original complaint (B)(4).